Event description:
Follow-up information received reported that the patient recovered without sequelae.

Event description:
It was reported that stimulation was uncomfortable for the patient and they were lethargic when using stimulation. The implantable n eurostimulator and lead were explanted the day prior to report. It was noted that the patient¿s device was reprogrammed on (B)(6) 2013. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot# v012900, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found that the battery was at normal end of life and telemetry and output were okay. There were no significant anomalies. Analysis of the lead, lot #v012900, found conductor #1 broken 5 cm from the distal end.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.